Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently dropped the pump causing the luer-lock between the cartridge pigtail and infusion set tubing to break apart. The infusion set was changed. There was no reported adverse impact to customer's blood glucose.